Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: screening device. (B)(4) applies to leads (lot#s unknown) only. (B)(4) applies to verify and leads (lot#s unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a basic evaluation trial patient regarding an external neurostimulator (ens). Patient said their device wasn't working and "thought the leads/device might have broken or come out, device malfunction." The patient's controller reads, "no leads attached to cables" on one screen and "desired settings not available call your clinician" on another. An attempt was made to troubleshoot, but the patient was reluctant and wanted to wait until the next day when they had a friend/family member come over to help troubleshoot for them. Later on that day, the patient said their device couldn't be found from their controller. No patient symptoms and no further complications have been reported as a result of this event.